Manufacturer narrative:
(B)(6). Results: one photograph was returned from the customer in support of this complaint. The photograph does show the reported defect. A sample was not returned for evaluation. Functional testing of retained samples showed no defects or irregularities. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5054368. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a bd vacutainer plastic serum separator tubes (sst ii advance) 8.5ml with gold hemogard closure tubes into a eppendorf centrifuge. The phlebotomist ensured that the stt sat low in the centrifuge. Once the centrifuge began to spin, the phlebotomist heard a loud noise. She turned off the instrument and found that a hemogard cap of the sst tube came off and shattered inside the centrifuge. This event occurred twice on the same day. There was no report of serious injury or medical intervention.